Manufacturer narrative:
Additional informaiton: concomitant medical products. 150 cadd extension sets samples were received for analysis. The samples were visually inspected, at a distance of 12" to 24" and normal conditions of illumination. No discrepancies were found. Samples were connected to an adapter and they were tested using a syringe with water in order to detect any leak. During the test, a leak was detected in the air vent of the filter. A review of the manufacturing process was conducted to verify that there are no situations or practices that could create the event. It was found that all procedures are being carried appropriately. The assembly process was also reviewed, and it was concluded that was performed according to the procedures. The probable cause of the reported issue of "leakage" could've been caused by the filter being received damaged from the supplier or the filter became damaged after the product left shm facilities.

Event description:
It was reported that the device was in use with patient for infusion of veletri and the device was found to leak at the filter. No adverse effects to patient reported.